Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient was implanted tuesday and is now having "complications" and needs stat MRI. Symptoms unknown. Additional information was received from the rep. The rep met with the patient, and his family, at the hospital to activate the device. According to the patient¿s daughter, the patient had a hematoma from the procedure. On (B)(6) 2022 at 1 pm, the rep went to the patient's hospital to activate the device. Pt called back from number registered re-reporting information previously documented in this case. Caller said something went wrong during the ins procedure that paralyzed the pt. They had a rep come out to find the ins however, caller said they were still having a hard time finding the ins. Caller said the pt shouldn't have even been getting a rechargeable ins and said they were told 30 minutes before surgery but now the pt was paralyzed. Caller said with the pt being paralyzed, it's nearly impossible to find the ins. Caller said the rep (B)(6) has been amazing but this has been the worst experience of their life.

Event description:
Rep reported per patient's daughter. Rep reported they spoken to the patient¿s daughter multiple times over the phone, and even did another tutorial with them as to how to best optimize the patient programmer. The patient is still hospitalized and is still experiencing paralysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.